Event description:
The company was informed that the patient was seen by the doctor in 2005, and was noted to have left ear middle effusion. The patient was prescribed omnicef oral suspension for reconstitution 250 mg/5ml to be taken for 10 days. The company was informed that the patient had tympanostomy tubes inserted in 2006.

Manufacturer narrative:
Advanced bionics considers the investigation of this reportable event as closed. The operating report mentions that the patient tolerated the procedure well and was in stable condition. The patient's device remained implanted. This is the final report.